Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The nodes were flashed and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.